Manufacturer narrative:
Examination of the returned devices confirms the report. The insert has been worn through allowing the femoral component to contact the tibial tray. Matching damage is found on both tibial and femoral components. It is evident from the amount of wear of the insert the patient was preferential loading laterally. The root cause is attributed to wear out after 23 years of implantation. It is known the products have been discontinued/obsolete since 2007 and 2008. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of provided patient x-rays finds increased radiographic density noted around the stem/cone of the tibial tray. From an engineering standpoint no other abnormalities can be seen. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: polyethylene wear, tibial bearing had worn through. Upon opening the knee joint, the patient had large areas of blackened tissue or metalosis from implants. Polyethylene bearing had worn through completely on the medial compartment. Both femoral and tibial component showed signs of wear or burnishing.